Event description:
Koru medical became aware of a report stating "the patient's dose was gammunex- c 100 grams subcutaneous route; the patient had a 6 needle site (high-flow) and f275 tubing while using a freedom60. The nurse stated the drug was being infused too quickly as 25 mls had been infused within 10 minutes; patient became dizzy, bp rose to 150/88. Infusion was stopped and bp returned normal with relief of dizziness. Patient also reported a rash on their stomach. Good faith effort attempts were made to the initial reporter on (B)(6) 2023 to gather additional details of the event. A response was received on 31-jan-2023 stating "after further investigation, the tubing was running appropriately. The infusing nurse confirmed 25 mls infused in 15 minutes, not 10 minutes as previously reported. The 100 ml infusion was to run in over 65 minutes. If accounting for 10% variance in rate, this would be in alignment with proper functioning." In addition, the likely cause of the patient's adverse events were due to "an infusion rate not tolerated by the patient. The patient used f275 with a 6 needle set which was within the guidelines for infusion per koru calculator and drug's package insert. Tubing and needle sets which will result in a slower infusion are being sent." Additional information received on 02-feb-2023 confirmed the adverse events experienced by the patient did not result in any serious injury. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.